Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in fair physical condition, the front housing of the device was cracked. There was no evidence of the reported problem in the event history log. During use testing, the device was powered up and started "double beeping", which would also cause the "no disposable" alarm. The source of the alarm was determined to be a faulty upstream occlusion sensor. A root cause for the faulty sensor could not be determined.

Event description:
It was reported that a smiths medical device experienced a "no disposable" alarm. No injury was reported.